Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2016-05234 / 05235).

Event description:
Patient's legal counsel reported patient underwent right total hip arthroplasty. Subsequently, the patient experienced elevated metal ion levels. There has been no revision of the left hip reported to date. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical product - unknown femoral stem, catalog#: ni, lot#: ni. M2a acetabular cup, catalog#: cp161095, lot#: 561750.

Event description:
Patient's legal counsel reported patient underwent right hip revision procedure due to elevated metal ion levels. No additional patient consequences were reported. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.